Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had too much pressure in channel 1. Inspection and testing of the returned device found the nozzle was clogged by a white-colored material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: the issue was mostly attributable to an excessive pressure detected by a washer-disinfector in the air-water channel during aeration treatment at the user's facility, the nozzle was clogged by a solid white-colored material that could not be removed, the key top number 1 was pierced and leaking, the rubber glue was separated and worn out, the 1 zoom light guide rod lens was cracked, the charge-coupled device cover was chipped, the scope connecter was corroded, the scope cover was scratched, the angulations were out of specification, and the insulation resistance value was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed to be clogging the nozzle appeared to be a solid, whitish material, similar to cleaning agent residue but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, a leak at the switch was observed which could prevent foreign material from being properly removed during reprocessing. The instructions for use state: reprocessing manual leakage testing of the endoscope_ perform the leakage test "caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair". Olympus will continue to monitor field performance for this device.

Event description:
The issue was found post procedure.